Event description:
It was reported that a patient underwent surgical intervention on shoulder. During surgery drill broke, and was retrieved. Patient later developed a pneumothorax which was drained with satisfactory results.